Manufacturer narrative:
Patient information is not available for reporting. It is unknown when screw breakage occurred. The 510k: this report is for an unknown 3.5mm small fragment screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Part of the screw remained in the patient¿s bone; device not considered explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a removal of metal work on (B)(6) 2018, it was found that one of the 3.5mm small fragment screws was broken. The surgeon decided that it was in the patient's best interest to leave the screw tip inside the patient's bone, as removing it would be very damaging to the bone. This report is for one (1) unknown 3.5mm small fragment screw. . This is report 1 of 1 for complaint (B)(4).

Event description:
Further it was reported that it was the planned hardware removal procedure. The screw broke during the removal. The surgery was delayed for 30 minutes.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Additional event description. Corrected data: added date of event. Complainant part is not expected to be returned for manufacturer review/investigation. Product was not returned and no article- and lot number was provided. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.